Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a vent inoperative 1007 "machine and proximal pressure sensors failed" alarm at startup. It was reported that there was no patient involvement at the time the issue was discovered, given that the issue occurred during patient setup. The customer reported to the remote service engineer (rse) that a vent inoperative 1007 "machine and proximal pressure sensors failed" alarm occurred at startup. The rse confirmed the 1007 error code in the event log and that the data acquisition (da) to motor controller (mc) cable was second generation upon inspection. The rse advised the customer to check the connections of the da-mc cable. The customer found that the connector at the da printed circuit board assembly (pcba) was not seated, and the cable was disconnected. After reconnecting the cable and verifying that the locking tabs were in place at both ends, the customer informed the rse that the device is now operational. The device passed required performance verification tests per philips standard and was returned to service.